Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that the crack was seen on reservoir thread, ring. The product was returned for analysis.